Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having no delivery alarms on the insulin pump. Customer has changed their infusion set once already. Customer stated that after disconnecting and reconnecting the tubing to the reservoir, the insulin exited freely. Customer had run 7 units of prime and the pump did not alarm. Customer stated that he felt comfortable using the set and reservoir. The bolus history was reviewed and customer realized that the no delivery occurred during an attempted correction, so delivery was stopped. Customer corrected using the bolus wizard and was advised to monitor his blood glucose level because he was still wearing the same set. Customer tested and his blood glucose was 18.8 mmol/l. Customer was called back and he stated that his blood glucose dropped to 12.5 mmol/l. Customer stated that he has been changing his settings to compensate for his activities. Customer was advised to have an endocrinologist to go over his settings.